Event description:
The plaintiff has developed serious, severe and permanent bodily injuries, including but not limited to, the development of latex hypersensitivity, asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress, all of which are or may be of a permanent, continuing, life threatening nature. Plaintiff further has suffered significant pecuniary damages resulting from lost wages and expenses incurred to treat the harmful effects.